Event description:
It was reported that defective pen needles were found during use with unspecified bd pen needles. The following information was provided by the initial reporter, "consumer voice message stated using the nano pen needle found 2-3 needles to not work. Discarded item." 2 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective pen needles were found during use with unspecified bd pen needles. The following information was provided by the initial reporter, "consumer voice message stated using the nano pen needle found 2-3 needles to not work. Discarded item." 2 occurrences were reported, but the dates/times were not given.